Event description:
Ous MDR - this lead was explanted due to high impedance values of > 3000ohms. After the lead was removed it was checked for signs of visible damage. None could be found. Therefore, a portion of the lead was cut between the lead tip and the suture sleeve, the insulation was stripped and the individual impedances were checked. It was found that there was proper connection between the interior electrodes and the proximal part of the lead. It is suspected that the issue lies either with the portion of the lead that was cut and returned for analysis or a connection issue. The pt will be evaluated for an epicardial lead. No date of implant was provided.

Manufacturer narrative:
Ous MDR.